Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, while on intestines and stomach, it jammed and did not shoot. The reload has snapped but didn't fire. The stapler had already been used before the load braking. Changed the reload and it worked normally. There was no patient injury.